Event description:
The customer's mother stated that the customer had been experiencing high blood glucose levels. Troubleshooting was performed and a leak was found where the reservoir connects to the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.